Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that this patient's knee was revised due to tibial tray loosening at cement to implant interface. The patient's primary sigma tibial insert, tibial tray, and femur were removed and replaced by attune revision components there was no remanence of cement adhering to the underside of the tibial tray. The product codes and lot numbers for the bone cement used during the patient's primary total knee arthroplasty surgery in unknown. It would have been a depuy smartset medium viscosity cement, since smartset plain and antibiotic cements were the only two brands of cement used at hospital at 2011. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it assembled to the sigma stab gvf ins 3 10mm. The sig mod tib tray cem cocr 3 shows sings of burnishing on the cement fixation surface, which suggests micromotion between the cement and the implant, therefore, together with the lack of debris/cement it is reasonable to confirm loosening. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was confirmed as the observed condition of the sig mod tib tray cem cocr 3 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a2 (age), d9, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this patient's knee was revised due to tibial tray loosening at the cement to implant interface. The patient's primary sigma tibial insert, tibial tray, and femur were removed and replaced by attune revision components. There was no remanence of cement adhering to the underside of the tibial tray. It would have been a depuy smartset medium viscosity cement. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d6a, h10: date of implant was an unknown date in 2011.